Manufacturer narrative:
The lead was discarded by the hospital staff and will not be returned.

Event description:
Boston scientific crm received information this atrial lead dislodged and lost capture. During the explant procedure, it was noted that the lead was destroyed due to subclavian crush and will not be returned. To date, there have been no adverse patient effects reported.